Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer reported blood glucose value of 61 mg/dl. The customer reported hypoglycemia treated with ems/ambulance/ER visit, IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-431ag, mmt-342, mmt-1884. Customer reported low blood glucose. Troubleshooting was not performed. It was unknown if the customer using pump with in 48 hours. It was unknown if the auto-mode feature was active. No further patient complications were reported. No product return is required for mmt-431ag. No product return is required for mmt-342. No product return is required for mmt-1884.

Event description:
Updated summary: customer reported having a sensor glucose of 190mg/dl versus a blood glucose of 61mg/dl. The low blood glucose was treated in the emergency room on (B)(6) 2024 at 6am. There was no mention of insulin drip. Customer declined troubleshooting. Pump was used within 48 hours of the low. It was unknown if smartguard was used. Customer discontinued the pump. Pump will be returning under (B)(4). The sensor glucose was 119mg/dl when the blood glucose was 61mg/dl. Intravenous glucose was given. Customer alleged over delivery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.